Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08715 inches. No excessive no delivery alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 514 mg/dl. The customer's blood glucose at the time of the incident was 597 mg/dl and current blood glucose was 231 mg/dl. The other blood glucose was 155 mg/dl. The customer had experienced the symptoms such as dizziness, could not walk straight, dry mouth, thirst, nausea. Troubleshooting was done for high blood glucose and under delivery. The troubleshooting was also performed for no delivery alarm. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be and infusion set will not be returned for analysis.